Event description:
Reporter alleged discrepant blood glucose values of "lo" (< 10mg/dl) back to back with a result of 135 mg/dl when testing was performed a few minutes apart on the active system. The testing was performed reportedly while the customer was on the telephone with the MFR's rep. No actions were taken or treatment received reportedly. Reporter did not provide the location where the testing was performed. A request was made for the return of the suspect device and replacement product was sent.